Manufacturer narrative:
(B)(4). Batch #unk. Attempts have been made to retrieve the device. To date, the device has not been returned. If the device or further details are received at a later date, a supplemental medwatch will be sent. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified. Additional information was requested and the following was received: the loads fall apart. I oversewed the whole staple line (I changed to gold plus new gun when I found this was a batch, not human, problem) so I hope there¿s no leak. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date, a supplemental medwatch will be sent. What do you mean by "the tissue was not approximated" on the third firing? Did the damage occur right out of the packaging, during loading/unloading, or in the operative field? Was the plastic portion of the cartridge damaged? With "the drivers were not in the home position" do you mean the reload did not fire? Or, that there was a retaining cap issue?

Event description:
It was reported that during a sleeve gastrectomy, it was noticed on the fourth reload for the sleeve, just before firing, that the drivers were not in the home position. On the first two fires of the same lot, there was pulsating bleeding from the staple line and on the third fire, the tissue was not approximated. Surgeon imbricated the staple line and changed the color to gold after the first three fires, since no green was available other than that batch. The surgeon oversewed the whole staple line. There was no delay in t he procedure and no patient consequences were reported. No additional information is available at this time.